Manufacturer narrative:
Submit date: (B)(6) 2017 an investigation is currently underway; upon completion the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the gauze was received with the wrong count. The pack should be 10 each but there was 9 each.